Event description:
It was reported that the intraocular lens (iol) was scratched. No further information was provided.

Manufacturer narrative:
Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to (B)(6) 2023. Section d6a: if implanted, give date: not applicable, there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received from the account which the following fields were updated accordingly: section a2: age: 61 years section a3: gender: female section b3: date of event: (B)(6) 2023 section b5: describe event or problem: it was indicated that the affected eye was the right eye (od) and that there was patient contact. Another johnson and johnson lens with the same model and diopter implanted as a replacement lens. It was noted that the problem was not related to use error. There was no patient injury such as capsule tear and no medical or surgical interventions required. The patient outcome was described as surgery as normal. The device is not available for return as it was discarded at the facility. No further information was provided. Section e1: initial reporter first name: (B)(6). Corrected data: in the initial MDR report, the code "4114" was used in the section h6; however, based on the additional information received, the following code was corrected accordingly as indicated below: section h6: type of investigation: 4115 - device discarded all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.